Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
(B)(4) initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was returned to pentax medical on 05/31/2017 with no report of concern of "distal cap failed field inspection". Inspection of the duodenoscope was performed on 05/31/2017, and the quality control inspector found the following: -primary operation channel resistance -up/ down angulation knob play -control body grip cracked -distal cap missing silicone -forward body trim collar cracked -leak at body cover grip -failed wet leak test -failed dry leak test -air/ water socket worn thread -customer complaint confirmed -umbilical cable single buckled under pve root brace -umbilical cable bump at control body side -hole in # 2 remote control button cover -fluid invasion not observed in pve connector -fluid invasion not observed in control body -elevator knob cracked -forward body trim collar attaching nut worn/ loose thread -right /left angulation knob play. Repairs were performed which included replacement of the following components: -o-rings and seals -air/water tube -operation channel -bending rubber -body cover grip -fwd body trim collar -fwd body trim cover attaching nut -deflector lever -remote control button(1) -air/water socket -light guide cable -distal case/cap -body side cover for deflector -deflector body attaching screw -distal case attaching screw -lcb set screw. The distal case/cap was replaced and resealed pursuant to the field correction and the duodenoscope was returned to the customer on 06/07/2017.